Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete product information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patients ipg became inoperable. It is unknown if it was prematurely depleted. As a result, surgical intervention took place where the ipg was explanted and replaced.